Event description:
A trilogy evo, korea ventilator was returned to the manufacturer for service due to a "service required" message. There was no allegation of patient harm. During the evaluation of the trilogy evo, korea device at the manufacturer's service center, the customer's complaint was confirmed. A non-reportable "service required" message was discovered in the device's event log. After repair the device failed a diagnostic test. The device's machine flow sensor was replaced to address the failed test. Additionally, the "service required" evt_fan1_failure error was addressed by replacing the cooling fan assembly. The unit passed final test on trilogy evo test station.